Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) touchframe which resolved the reported issue.

Event description:
It was reported that during patient use, the ventilator touch screen was not usable. The patient was switched to another ventilator without any reported patient harm or change in patient therapy. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer evaluated the device and replaced the touchframe printed circuit board (pcb). The pcb was retuned for investigation. A visual examination of the returned part was conducted and found contamination on the pcb. The part was installed into a test ventilator for analysis. The device was powered on and the unit failed in testing. The reported malfunction was verified. The pcb was further evaluated and the contamination was found to be from fluid ingress originating from cleaning products entering the device housing. In 2010 a design change illuminated a potential path for cleaning products onto the touchframe pcb.